Event description:
Related to MFR report #s: 2183959-2012-00214, 00215. On (B)(6) 2008, an ams perigee graft was implanted, it was reported that the pt experienced mesh erosion, hardening, recurrent incontinence, further complications, physical pain and suffering has required add'l surgery, medical treatment and has sustained permanent injury. The add'l surgery occurred on or about (B)(6) 2010 for mesh revision.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.